Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Ts (technical support) assisted and instructed on ff (flow factor) adjustment for correct sa1crt. The most probable cause of the reported event was operational error / lack of training.

Event description:
On (B)(6) 2017 the customer reported high sa1crt results with their hlc-723g8 analyzer. The customer is requesting help on how to adjust the sa1crt which is currently running at 0.62. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.